Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the insulin set came out and he did not notice. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.